Event description:
Retailer: (B)(6), order contacts from retailer on february 12th. These were paid for through my eye insurance. Received wrong contacts for my prescription. Had a difficult time contacting retailer. The phone has long wait times as well as the web chat. The web chat advises your que number and average time customer has to wait but wait times change anywhere between 4 and 12 mins and goes up and down every few mins. I was able to contact an agent today after a 2 hour wait. In the chat I was advised, when I asked, that prescriptions are seldom verified. When I asked how my lenses got sent without a prescription given or verified by my doctor, the agent advised that is rare but that they are busy. I am waiting in another web chat for the chat log of my chat earlier for reference. I'd like to note I did not feel a lot of responsibility was taken for this mistake and I didn't get clear answers. A return was initiated and I am going to send the contact lenses back via a (B)(6) label provided. However, due to the lack of prescription verification, how hard it is to get into contact with someone at this retailer and the lack of clear response I am afraid the retailer may never advise me when they receive return or my contact lense eye insurance money won't ever be returned and I won't be able to repurchase correct lenses from a legitimate retailer. I do not believe this incorrect prescription received was a fluke due to the response in the web chat and I therefore would like to report this retailer as illegitimate and breaking the law. Thank you for your time. FDA safety report ID# (B)(4).